Event description:
The device reports low battery and device service required. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 350p device were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the (B)(6)2018 .the device was returned with the reported fault of ¿low battery and device service required¿. The fault was confirmed during the investigation at heartsine. The investigation revealed that mosfet q2 from the charging circuitry had failed. A failure of mosfet q2 had resulted in an excess load being placed on the installed pad-pak and had resulted in the low battery prompts being emitted from the device as per the reported fault. The failure had also resulted in the device failing to charge correctly as witnessed during the investigation.. The functionality of the charging circuit is tested at pba test and final test. Therefore, it is concluded that the component failed after dispatch. The device successfully passed all self-tests up to the (B)(6)2019 therefore, it is likely that the failure of q2 occurred after this date. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 350p device.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
The device reports low battery and device service required. There was no patient involved in this event.